Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise. The patient later presented to the clinic per the physician's request and in the lead the noise could be reproduced. The physician elected to revise the lead and during the procedure, the lead insulation was noted to be damaged under the suture sleeve area. The lead was successfully capped and replaced. The patient did not experience symptoms or complications from the surgery.